Event description:
It was reported that the insulin pump had a crack on the battery compartment. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).